Manufacturer narrative:
The benchmark 6f 071 delivery catheter (benchmark dc) was kinked approximately 44.5 cm from the hub. Evaluation of the returned device revealed that the benchmark dc was kinked. This type of damage likely occurs due to improper handling during removal from the packaging. If the device is forcefully retracted at an angle during removal from the packaging, damage such as this may occur. Benchmark dc devices are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the hospital staff noticed that the mid section of the benchmark 6f 071 delivery catheter (benchmark dc) was bent upon removal from the packaging. The bent benchmark dc was found prior to use and therefore, was not used for the procedure. The procedure was completed using a new benchmark dc.